Event description:
It was reported by the affiliate that the (1) tlc55 was used during a colon procedure. It was reported that the instrument staple was not complete. There was no consequence to the patient.